Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the stimulation was controlling her leaking issues she had perfectly. However, her bladder was not emptying all the way since implant. She did not feel like she was emptying her bladder all the way, which meant she was going more often. It was noted that prior to the trial, which started on (B)(6) 2016, she was getting up every hour,but while doing the trial she was only getting up one or two times per night. On (B)(6) 2016 the doctor did a bladder scan and ¿it was the least amount of retention.¿ trial program one took care of everything. The patient was able to use her programmer and verify the stimulation was on. The patient increased stimulation from 2.9 to 3.1 and felt pinching in the vaginal area on (B)(6) 2016. She decreased to 2.7, which was comfortable sitting, standing, and walking and the pinching stopped. The patient spoke to her doctor and the doctor told her to leave the setting where it was until after the weekend, and then if she was not getting the symptom control she wanted, she was to try another program. She would continue to track her symptoms. The patient¿s indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.